Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The conversation was almost 10 years ago and was about variax 1 technology. The surgeon will not provide any additional information. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, a supplemental report will be submitted. Device disposition unknown.

Event description:
Surgeon reported to rep via phone that the distal radius screws tend to back out. Surgeon would not provide any specific case details (patient information, dates, etc). Rep reported that the surgeon will not provide any additional information.